Event description:
It was reported to vyaire medical that the vela ventilator monitor count was too high during usage on a patient. Furthermore, there was no patient harm reported with this event. Patient was moved to another ventilator.

Manufacturer narrative:
81 other - the customer reported that they will not return the defective unit/part for evaluation. Therefore, no root cause could be determined. However, distributor requested turbine characteristic file to program new main board from customer inventory stock.